Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-23673. During a remote follow up, noise resulting in oversensing was noted on the right atrial (ra) lead resulting in inappropriate mode switching. Additionally, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproducible. No intervention has been performed. The patient was in stable condition and will continue to be monitored.